Event description:
While priming the IV tubing and tapping the line to get air bubbles out, the IV tubing at access port pulled out of connection. This contaminated the entire administration set.device #1is this a laboratory device or laboratory test?no.